Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, thrombosis is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that following angioplasty, the subject stent was uneventfully placed across 80% stenosed right internal carotid artery (ica). One-year follow-up angiography showed asymptomatic complete vessel occlusion at the treatment side of the ica. In the physicians opinion it was impossible to identify whether the ica occlusion caused by the carotid stent or the subject stent.

Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that following angioplasty, the subject stent was uneventfully placed across 80% stenosed right internal carotid artery (ica). One-year follow-up angiography showed asymptomatic complete vessel occlusion at the treatment side of the ica. In the physician's opinion it was impossible to identify whether the ica occlusion caused by the carotid stent or the subject stent.